Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed to populate medication list after update. A technical support specialist assisted the customer to update the station time to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system failed to populate medication list and appeared greyed out on the cdu-1 machine after update; however, it had not affected cdu-2. They added that the station time was delayed by 1 hour and suspected if that could have caused the scheduled medication to be greyed out. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station time was in 1- hour delay caused the schedule medication to gray out. The technical support specialist updated the station time to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system that the medication was not populating/grayed out on only the cdu-1 machine after update. The customer added that it is occurring with multiple patients for multiple drugs on cdu-1 machine. However, there were no adverse events or injuries reported based on this event.